Event description:
Procedure: colectomy. According to the reporter: the surgeon came to the point where they were ready to do the anastomosis with the circular stapler. Upon closing the stapler, they came upon a little resistance and it became more challenging to approximate and close the stapler. The green indicator line was not showing and the safety wouldn't release. The surgeon then broke the safety by forcing it to release. The surgeon then fired the stapler (green line was still not showing) and there were unformed staples and the tissue was cut. The team that repaired the tissue and did a hand-sewn anastomosis with a colostomy. Current patient status: the surgeon gave the patient a colostomy with plans to come back and undo the colostomy.

Manufacturer narrative:
(B)(4).